Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07062. It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.50 x 38 synergy ii and a 3.50 x 28 synergy ii stents were selected to treat the lesion. During advancing of each stent through the guidezilla guide extension catheter, the stent struts of both stents got frayed. The damaged stents were removed and replaced with a different device. No patient complications and the patient's status was fine.